Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for a replacement pump and instructed the customer to use a backup insulin pump in the meantime. The customer was advised on the necessary steps for returning the defective pump and receiving the replacement, confirming understanding and compliance with the instructions provided.